Manufacturer narrative:
Device received no button response (act) due to corroded keypad traces.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had stuck button alarm. The customer's blood glucose was unknown. Customer stated that they were not able to clear the alarm. The troubleshooting was performed for stuck button alarm. The customer was advised to revert to a backup plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.